Event description:
A synsiro pro drug-eluting stent system was selected for treatment. During the preparation of the stent, the transportation wire was removed. Thereby, the stent dislodged from the delivery system. The device was not used.

Manufacturer narrative:
Combination product: yes the returned product was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The delivery system and the stent were returned separately. The balloon is well folded and has not been inflated but dried contrast medium residue was observed in the balloon and inflation lumen which is indicative for the application of negative pressure. Stent imprints were on the exposed balloon surface indicate that the stent was properly crimped in between the two radiopaque markers at the time of delivery. The stent was returned on the transportation wire and located inside the protector cap. The stent is deformed (i.e. Pinched) in its center. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations, no manufacturing or material related root cause could be determined. The most probable root cause for the reported event is related to the handling during the preparations for the intervention. Please note that the IFU advises the user not to apply negative pressure to the stent system at any time prior to the placement of the stent across the target lesion. The IFU further advises the user, when removing the stent protector, to pull at the very distal end of the protector to avoid dislocation of the stent.